Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay sys for one pt. A pt sample when tested for accu tni gave a result of 2.60 ng/ml. Upon repeat, it gave results of 0.53 and 0.18 ng/ml. The erroneous results were reported outside of the lab. The sample was tested on a different instrument and it gave a result of 0.249 ng/ml and a corrected report was issued. A second sample obtained from this pt gave a result of 0.11 ng/ml. Customer was not made aware of any changes in pt treatment attributed to this event.

Manufacturer narrative:
Sample was collected in bd lithium heparin plasma tubes. Initial sample results were generated from primary tubes. Subsequent reruns were on re-centrifuged plasma. Qc is running once every 24 hrs and was in range prior to the event. There were no flags or event log messages at the time of these results. A field svc engineer (fse) was dispatched: fse checked event log for error messages. Fse verified pipettor alignments and ran sys check which passed all specs. Fse discussed possible pre-analytical sample handling issues with customer. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.